Manufacturer narrative:
Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID {d-evprop23-29}; product lot/serial number {(B)(6)}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a}. Image review: a complete set of intraprocedural fluoroscopic cine images were reviewed. The patient¿s executive summary was unavailable, limiting the ability to conduct a thorough anatomical assessment. Two fluoroscopic valve load inspections were conducted with the first one showing a misload due to bent outflow struts, and the second showing a good load. As stated in the instructions for use (IFU), if a misload is detected, do not attempt to reload the valve. Do not use the entire system. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. There is no documentation of any misloads with this event therefore it is suspected that the same valve was reloaded onto the same delivery catheter system. There is evidence of at least one recapture as the first deployment attempt resulted in a deep position. The second deployment attempt resulted in a depth of approximately 6mm on the non-coronary cusp in the cusp overlap view, and at least 10mm on the left coronary cusp in the left anterior oblique (lao) view, though it is difficult to visualize. As stated in the IFU, the recommended target depth of 3 mm relative to t he valve annulus. If the implant depth is <(><<)>1 mm or >5 mm, consider recapture. In this case, a recapture was warranted. However, the valve was released, and post implant angiogram shows a deep valve and significant aortic regurgitation/paravalvular leak, prompting a post-implant dilatation. Despite post dilatation, the aortic regurgitation/paravalvular leak remained. Consequently, a second valve was loaded and confirmed a good load. Evidence supports that one snare was used to secure the dislodged valve, and the second valve was implanted inside the first valve at a higher position. A post implant dilatation was performed after the second valve implantation due to significant aortic regurgitation/paravalvular leak which did not seem to completely resolve. Despite the second valve and post implant dilatation, final angiogram reveals residual moderate aortic regurgitation/paravalvular leak. There is no evidence of any further intervention. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter valve at a deep implant depth, the valve was functional; however, the valve dislodged "lower" after a few minutes. Subsequently, a snare was used to move the dislodged valve up and a second valve was implanted. Per the physician, the deep implant depth caused the valve to dislodge. Additional information was received that the deep implant depth of the valve was not intended; however, the implant depth was reported to have been 4 mm. No pre-implant balloon dilation was performed due to low calcification. After the valve was implanted, a post balloon dilation was performed due to paravalvular leak (pvl). Additional information was received that the severity of the pvl was severe.